Event description:
It was reported that the patient that the patient presented post-implant procedure. Chest x-ray imaging showed that the device had dislodged and migrated to the pulmonary artery. The device was successfully retrieved, and a new transvenous pacemaker system was implanted. The patient condition was stable.